Event description:
During removal of port-a-cath surgery, the catheter connected to the port became dislodged into the vessel and the pt need to go to interventional radiology for removal under anesthesia. Pt doing well.